Manufacturer narrative:
The incident antenna was discarded by the customer and is not available for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported the ablation was a CT guided procedure for a liver tumor. There were two cycles of ablation, 100 watts for 3 minutes. There was a pseudo arterial aneurism visible on the CT scan. The control scan and waiting showed an instable hemodynamic situation. The patient was treated with a reintervention later that day with a coiling procedure. The patient developed a liver failure caused by the hematoma. The patient was treated in the or for this hematoma. The patient is still hospitalized in the ICU. The incident antenna was discarded by the customer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.